Event description:
This is a case reported from baxter (B)(6); the competent authority is (B)(6). This complaint is related to (B)(4) (doctor (B)(6), (B)(6) dialysis centre, reported to baxter through our sales representative the following event happened with baxter device minicap, code r5c4482, batch (B)(4). The patient (B)(6) (this patient is also a doctor of the same dialysis centre) had an infection of the peritoneum; probably due to the fact that was not possible to closed the miniset in a perfect way. The patient had to follow an antibiotic therapy for 2 weeks with targosid and nebicina). On the same patient was applied the miniset (B)(4) and a minicap (code spc4466, batch (B)(4)) that had not a perfect closure: the minicap seemed well closed but after some time, it is possible to see liquid coming out. To close this minicap, it is necessary (according to doctor's observation) to force the closure. A companion sample is available. The occurence day is unknown.

Manufacturer narrative:
(B)(4) complaint not confirmed, no root cause determined and no corrective actions identified.

Manufacturer narrative:
(B)(4). This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).